Manufacturer narrative:
The customer reported that the casters were replaced, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a two broken casters. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had two broken casters. A replacement locking casters were shipped to the customer. Investigation ongoing.